Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem downstream occlusion was not reproduced. A review of the event history log revealed multiple 'downstream occlusion!' Messages, however the history log cannot be used to distinguish true and false alarms and the device functioned as intended during evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had andownstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.